Event description:
It was reported that patient underwent a gynecological procedure in (B)(6) 2012 and tvt-o was implanted. It was reported that patient experienced infections, incontinence and back and leg pain. No additional information was provided.

Manufacturer narrative:
Investigation is ongoing and the results will be reported when available. The internal manufacturer's complaint's number is (B)(4).

Manufacturer narrative:
Additional information a1, e1, h6, h11 correction: g1 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The internal complaint number is (B)(4).